Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported they had a bad night last night with their dystonia and they could not see their settings on the patient programmer screen. There was no display. New batteries had been tried in the programmer. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a patient. It was reported that the patient relays on being able to change his settings several times a day and must have a working patient programmer at all times; he cannot tolerate it without a access to his settings. The patient noted that spent the night that his patient programmer went blank awake and in pain. The issue was resolved when the patient received a new device. If additional information is received, a follow-up report will be submitted.